Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain indications. It was reported that for several weeks they had been getting a message on the controller that says to replace the controller batteries soon while recharging the implant. The patient added that they noticed that the recharger paddle felt a little warm but confirmed recharger was not hot to the touch. The patient mentioned that they are having trouble finding a program that is working and they have an upcoming reprogramming appointment with a manufacturer representative on nov 27th. The manufacturer's patient services specialist (pss) asked the patient to inspect recharger for damage, and they confirmed no visible damage to the recharger or to the controller port. The patient noted the controller was at 100% and the implant was at 100%. Pss confirmed that a replacement battery pack was sent in may and a replacement recharger was sent in august. Pss recommended to write down messages that may appear and call back if necessary. The issue was not resolved. A replacement recharger was sent out. The patient called back reporting that they were still having the same issue. The patient reported that they were sent a recharger and were still getting the screen. The patient stated that they still continued to see the same error code replace the controller battery soon while charging. The patient stated looking for device and it just circled round and round. The patient stated that they would remove battery and then it finally connected. The patient stated they could finally charge but it took 20-25 minutes. Pss advised to reset equipment and after reset confirmed blinking green light. Pss advised to recharge and the patient was able to and was seeing excellent the entire time. Pss advised to monitor and call back if issue continues.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger h3: analysis of the returned recharger identified no visual anomalies and noted the complaint to be unverified. The rtm never got hot after running it for 10 minutes and the device passed the final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.